Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump was not delivering insulin. The customer stated they had observed the insulin pump for two hours and the units left still reflected the same amount as though insulin had not been delivered. Customer's blood glucose was 340 mg/dl. The customer stated their high was caused by the insulin pump not properly delivering insulin. Customer declined troubleshooting for the insulin pump and requested a replacement. No additional information provided.